Event description:
Caller states that during a correlation study, the following coaguchek xs/laboratory results were obtained: 2.3 inr/1.8 inr, 3.2 inr/1.8 inr, 2.2 inr/1.7 inr. No treatment information provided. No adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
No patient information provided.